Manufacturer narrative:
(B)(4). When investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer reported that they had incident with c-arm during hip replacement case. The screen (monitor) went blank. The pt later died.